Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During flow rate accuracy testing the device was found to deliver out of the 100ml/hr specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate. The lower pressure plate requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a (B)(6) pump was not precise. The pump would deliver at a rate of 18.5ml when set to 20ml and set to flow at 100ml per hour. This occurred during testing at the biomedical service department. There was no patient involvement. No additional information is available.